Event description:
The customer initially called to ask whether an evaluation could be done on a handpiece. They stated the surgeon reported, "it's not working right." But would give no further details. They stated that the handpiece will be shipped, and he wanted the handpiece back after evaluation. There was no reported patient or procedural impact. Add'l info received on 02/06/2008 stated that surgeon reported 'something wrong' with the handpiece, which caused a posterior capsule tear. The event occurred during the second case of the day. There was no particular action observed that caused the problem with the handpiece. The surgeon just asked for another handpiece to complete the case. An anterior vitrectomy was performed, but there were remnants of the cataract that remained in the eye. The patient was discharged aphakic. The surgeon declined to provide further info on the event including patient status.

Manufacturer narrative:
The returned handpiece was evaluated with no non-conformities observed. The handpiece met all product specifications. There were no add'l complaint reports for the reported handpiece. A trend review of the complaint indicates that there have been no adverse trends. There were no service requests related to the reported event. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.